Event description:
On (B)(6) 2010 a baxter medical information specialist received a call from a facility dialysis technician reporting a patient reaction using a xenium (B)(4) dialyzer during hemodialysis therapy. During a follow up call on (B)(6) 2010, the technician indicated one patient had experienced reactions on 5 separate dates during use of a new xenium dialyzer on each date. On the (B)(6) 2010 event date, the patient was weak at the end of the therapy and the blood pressure had dropped to an unknown level. Components of therapy included: hectorol and aranesp and heparin. Benadryl (dose unknown) was administered to the patient which resolved the symptoms. The patient continued therapy using the xenium dialyzer and premedication of benadryl without reactions. This is the fifth event. The samples were discarded and there are no companion samples available.

Event description:
This is a spontaneous report by a pharmacist and a physician from (B)(6) of septic peritonitis with (B)(6) in a (B)(6) female patient coincident with extraneal viaflex therapy. In (B)(6) 2010, the patient began treatment with extraneal viaflex (dose not reported, most recent lot numbers 10j15g37 and 10i19g37) and unspecified fresenius peritoneal dialysis (pd) solutions intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The patient received unspecified fresenius pd solutions in the morning, at midday, and in the evening and extraneal during the night. On (B)(6) 2010, the patient experienced septic peritonitis with (B)(6). Remedial treatment consisted of vancomycin (dosage and duration unspecified). Laboratory tests were not reported. On an unreported date in (B)(6) 2010, the patient recovered from the septic peritonitis with (B)(6) without catheter removal. The action taken with extraneal was not reported. Unspecified fresenius pd solutions were also considered suspect. Medical history and concomitant medications were not reported. The reporting physician believed the septic peritonitis with (B)(6) was not related to extraneal viaflex.

Manufacturer narrative:
(B)(4). Nipro batch and retention sample review indicated: no abnormality was found in the records or findings of the biological tests performed for the lots in the release inspection. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. The lot number is unknown therefore a batch review could not be performed. Should additional information become available, a follow up report will be submitted. Baxter has received similar reports of patient reaction.